Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-31. H6: investigation summary: eighteen open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on all eighteen samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : a significant portion of the needles does not let insulin come through. Not on the customers own pen and not on another insulin pen either, while both pens are fine with other needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : a significant portion of the needles does not let insulin come through. Not on the customers own pen and not on another insulin pen either, while both pens are fine with other needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to prime and unable to deliver insulin or medication. The following information was provided by the initial reporter : a significant portion of the needles does not let insulin come through. Not on the customers own pen and not on another insulin pen either, while both pens are fine with other needles.